Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her son experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident. Customer treated with insulin drip. Customer also stated that she has not received any alarms from the pump. Troubleshooting was performed. The product will be returned for analysis.